Manufacturer narrative:
On (B)(6) 2020, mentor became aware of erroneously omitted information in the previous report: the patient was using a 755cc mentor memorygel breast implant, catalog# shpx755, serial# (B)(6). Relevant fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 19, 2022, mentor received additional information indicating patient dissatisfaction no longer applies to this complaint. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor received additional information indicating the patient also experienced dissatisfaction with the outcome of their procedure, specifically related to the cosmetic appearance of the implant. Relevant coding has been updated. H6 health effect - clinical code e2402: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: cyst excision. (B)(4).

Event description:
This event is associated with the (B)(6) clinical trial, participant (B)(6). It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast reconstruction with an unspecified mentor gel implant and experienced a breast cyst on the right side post-operatively, which required a cyst excision. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On december 22, 2020, mentor received additional information indicating that on (B)(6) 2020, the patient underwent fat grafting and a capsulotomy on the right side. Manufacturer¿s reference number: (B)(4).